Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
Other text: b3: date of event is unknown. One infusion pump was received for evaluation. Visual inspection found the bottom case tamper seal was broken, and both front corners on the top case are cracked. Unable to review the device?s event history log due to blank screen and constant alarm problem. To conduct functional testing, the device was powered up. Upon power up, the device exhibited a blank screen and constant alarm. It was revealed the mainboard was contaminated by the customer. To address the issue the mainboard was replaced, the device then passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported the device exhibited constant beeping. Patient involvement is unknown.